Event description:
A pt became overheated while being treated in a pt warmer without triggering the alarm. The temperature setting on the warmer was 36.7c and the skin temperature of the pt was 36.6c. The warmer was used in servo mode. The operator's manual states that the pt temperature alarm is activated when the difference between the pt temperature and the control temperature is greater than ic. The pt was immediately moved to another incubator and the unit was taken out of service. The unit was tested and checked for proper operation by a field engineer and no problems were found.